Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer's blood glucose was 137 mg/dl. Customer stated he was in the wilderness kayaking and it capsized, then the device started to alarm. The device was exposed to moisture. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device to undergo further testing.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. No moisture damage was found inside the device. The device had minor scratches on the display window, cracked case at the display window corner, and cracked reservoir tube lip.